Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but does indicate a possible sensitivity reaction to cyanocrylates or it's derivatives. The package insert provides contraindications and adverse reactions: do not use on patients with a known hypersensitivity to cyanoacrylates or formaldehyde. Reactions may occur in patients who are hypersensitive to cyanoacrylates or formaldehyde.

Event description:
The patient has a known allergy to adhesives. The patient had a port inserted a few weeks prior to chemotherapy administration. The patient developed an infection, and in 2007 was sent to have the port explanted. After the port was removed, dermabond (r) was applied to the site that was already red and irritated. The next day, the area under and around the dermabond (r) was redder than before and had puss present. The dermabond (r) was removed with petroleum jelly and the area was closed with sutures. Benadryl cream was applied to the irritated site and the patient was placed on IV levaquin. The patient later had a peripheral IV started that also needed to be removed due to a sensitivity to the catheter. The current status of the patient is unknown.